Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient with an implan table neurostimulator (ins). It was reported that the ins was not working and surgery was planned, but not yet scheduled. No further complications were reported.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have cause or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported the patient's ins has been overdischarged for several months. The manufacturer representative (rep) attempted to do antenna locator to bypass jumpstart 60-minute countdown but that was unsuccessful. A 60- minute countdown was performed, and the patient was able to charge to reset the power on reset. The issue was resolved. No further complications were reported/anticipated. **MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event.***